Event description:
It was reported that during the implant procedure, the physician inserted the right ventricular (rv) lead into the associated connector of the cardiac resynchronization therapy defibrillator (crt-d) but the lead "was not really connected since it went out." Then the physician attempted to reconnect the lead but the lead pin was not visible at the end of the connector as the thread was locked. The physician then decided to unscrew the thread but the thread would not unscrew; after several attempts, the screwdriver broke into two pieces. The broken piece was extracted by taking off the silicone part of the connector head but the setscrew thread was never able to be unscrewed. It was noted the connector mechanism was completely blocked. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged rv grommet and a rounded rv setscrew socket. The analyst indicated the rv grommet was missing / damaged and that the rv setscrew was tightened until it was fully seated and then loosened so a test lead could be inserted into the rv connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.